Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mail stated the brush head barely stayed attached to the hand piece, and the brush head often came off while brushing. No injury was reported.

Event description:
Consumer e-mail stated the brush head barely stayed attached to the hand piece, and the brush head often came off while brushing. No injury was reported.

Manufacturer narrative:
(B)(6)2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.